Event description:
Information received that the head section was drifting down slowly after a short period of time. No alleged injuries by account.

Manufacturer narrative:
Bed located in bed shop. Technician found that the head section was drifting down slowly over a short period of time. Isolated the issue to faulty CPR valve. Replaced the head down and CPR valve to resolve this issue.